Event description:
Customer reported that his insulin pump is over delivering. Customer stated that the insulin pump appears to be giving a bolus without customer programming any bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.